Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the procedure, the coronary sinus was dissected. Hence, this right atrial (ra) lead was implanted and was capped thereafter. No additional adverse patient effects were reported.